Event description:
Last night I had some knee pain after running and bought at the pharmacy an over the counter medicated bandage, "multi-use cold reusable wrap" (B)(6). I placed it on my knee as indicated and now I have a first degree burn all over the area of contact. Very painful. I went to the doctor and he diagnosed as a cold burn. The area is purple and hot and very painful. I am taking some antibiotics in the area and waiting for healing. No side effects or preventions were written on the package, and now cause me to have a 360 degree burn on my leg all around the knee. I have pictures of it. Thanks. Dose or amount: bandage; frequency: once daily, route: applied as medicated patch to skin. Use: 1 hour. No, event abated after use stopped or dose reduced.